Event description:
During follow-up, undersensing and inappropriate low voltage output were observed on the right ventricular (rv) lead. Reprogramming as recommended by technical support was anticipated to resolve the event. The patient was stable and there were no adverse consequences.